Event description:
It was reported the 355ld was used during a laparoscopic cholecystectomy. The reset button would not stay down and the device would not arm. The device was from kit fdc16 lot #k46h3e. Another device was opened to complete the case and worked fine. There was no consequence to the pt.